Event description:
It was reported that the insulin pump alarmed during the prime process. Insulin was squirting out during manual prime process. The blood glucose reading was 277 mg/dl. The drive support cap is protruded. Advised the customer that the insulin pump will be returned. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. Missing segments noted during testing due to open display zebra connector. Unit had scratched display window, cracked battery tube threads, reservoir tube lip and missing end cap sticker.